Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device did not defibrillate with internal paddles, and another device was used. The device was in use on a patient. This event will be reported as a serious injury because a substitute device was used to complete the procedure.